Manufacturer narrative:
Failure analysis noted that the pump passed prime/ compromised force sensor, displacement and basic occlusion test. The pump received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm noted in alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump had a cracked reservoir tube lip, cracked battery tube threads, missing endcap sticker, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 79 mg/dl. The customer states the motor error alarm occurred while changing sets. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.